Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure that the customer's condition had improved - able to establish contact with customer who stated they were feeling well and did not have any diabetic symptoms. Customer had gone to the ER last friday. Customer declined to provide details about hospitalization but had stated the problem was because for some reason she was without medication, because the pharmacy and doctor (primary) didn't give her the treatment. The diagnosis was high blood sugar and she was discharged the same day, on (B)(6) 2024. She was given new medication for diabetes (unknown the name of the meds). Customer is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for high and hi blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained before the call of 546 mg/dl and hi (fasting/non-fasting was not disclosed). The customer¿s expected blood glucose test result range was not provided. The customer reported not feeling well and was having difficulty communicating. Customer was going to seek medical attention and go to the ER. During the call, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 12/31/2025 and test strips were opened night prior to the call. Product storage was not provided. The meter memory was not reviewed for previous test result history.